Event description:
Reporter indicated that a patient was experiencing an increase in seizures. The patient was put on medication and the generator will be checked at the end of september. Good faith attempts to obtain additional information including the patient's implant information have been unsuccessful to date.